Event description:
New information received notes the lead was capped and replaced.

Event description:
It was reported that an asymptomatic patient presented for lead replacement due to externalized conductors. No electrical anomalies were detected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.